Event description:
It was reported that approximately seven years post vena cava filter deployment the pt presented with a pericardial effusion. During the evaluation a detached filter limb was discovered in the right ventricle of the heart. Surgery was performed to successfully remove the detached limb and drain the pericardium without incident. The pt is reported to be in stable condition.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was not returned. Images were not provided. The investigation is inconclusive for a detached limb in the right ventricle. Based upon the available info, the definitive root cause for this event is unk. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complaint/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.